Manufacturer narrative:
After examination of the balloon, it was determined that an inner metal cannula within the balloon had broken causing the balloon to break off; it appears that cannula broke at the location of the inflation hole. Although we cannot confirm what caused the breakage, if the cannula was bent or kinked and then straightened out, it could cause the breakage especially at the location of the inflation hole on the cannula. The cannula portion of the missing piece is radiopaque, however, considering the thinness of it, we do not know if it would be visible on x-ray or CT scan. To be on the safe side, we are recommending that the surgeon take a second look to make sure the broken piece(s) is not left inside the patient. We were informed by the hospital that they did not prep (inflate) the balloon with saline before the procedure to ensure there were no leaks per the IFU instruction. This is the only complaint we have received on this product.

Event description:
Allegedly, during the sialoendoscopy (sialodochoplasty) procedure the balloon tore/burst. The doctor was able to remove most of the balloon but he scoped the area and determined there was a fragment left in the patient; he attempted to retrieve but was unsuccessful. Procedure was completed with no injury caused to the patient.